Event description:
There are no audible tones coming from her pump. The customer stated currently wearing the pump and has a high blood sugar level. The customer treated blood glucose with a manual injection. The customer received an alarm. Could not hear the pump beeping. The customer has another pump which is a newer model and wanted to have that pump set up. The customer was instructed to revert back to manual injections per md protocol.